Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lead. The guidewire is kink/buckled in the distal tip nose of the lead. The guidewire test was not performed due to an existing guidewire stuck in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an left ventricular (lv) lead implant, it was noted that the lead and wire were stuck together and the wire could not be removed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.